Event description:
The facility reports the patient was being transferred when the hanger bar suddenly tipped forward and the sling clip came loose. The patient fell out the sling onto the floor. No injuries were reported.

Event description:
The patient was being transferred when the hanger bar suddenly tipped forward and the sling clip came loose. The patient fell out of the sling onto the floor. No injuries were reported.